Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient faced hypoglycemia event on (B)(6) 2026. The hypoglycemia was treated at hospital and given glucose gel carbohydrates, orange juice, coke, sugar tubes, rescue inhaler. The patient had vomiting and diarrhea.